Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The patient reportedly has had fluctuating blood glucose levels and does not think her pump is working properly. The patient noticed a pattern in her blood glucose levels going low in the afternoon and after midnight. She indicated that she sees a spike after her meal and then her blood glucose drops "dramatically." Her most recent hypoglycemic incident occurred between 12:30am-1am on (B)(6) 2010 when she had a 35 mg/dl blood glucose result. The patient was able to treat the low blood glucose with food and did not seek any additional medical attention. The animas representative discovered that the pump's date setting was off 1 day, but the time was correct. The basal and bolus settings were correct. The patient expressed some issues with the infusion site. The animas representative encouraged her to use a different infusion set and use different sites. The patient was advised to contact animas if she has any issues. The patient has not called back with any other subsequent issues. There is no indication that the pump malfunctioned; however, this complaint is being reported because the patient allegedly became hypoglycemic, which was self treated.